Event description:
It was reported that a patient underwent an unknown procedure in (B)(6) 2004 and mesh was placed. They began experiencing joint pain in their knees and hands within six months of implantation. In 2008, they developed a lupus-type facial rash and reported feeling generally unwell. In 2012, they experienced severe back pain and subsequent severe nerve pain affecting the lower legs, arms, and hands. A lupus-type rash reappeared in 2014, this time on the back. In 2016, they were diagnosed with ulcerative colitis. Additional symptoms include migraines, severe fatigue, facial and head itching, and brain fog. Additional information will be requested.

Manufacturer narrative:
Product complaint # :(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned d4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. 1. Please clarify lot number as sk5cmjc is not a valid lot number. 2. If in your possession, may we have a copy of your operative report? 3. Does ethicon have your permission to contact your surgeon, in the event that we would like to request more clinical information to be used for a product quality complaint investigation? 4. If so, please provide your surgeon¿s name and contact information and fill out the attached consent form? (Email address, phone number, address).

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: a1, a2, a3a, d4 lot number, d4 exp date, h4, h6. Corrected information: g1 manufacturing site. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. Additional information was requested, and the following was obtained: updated information provided in medical record. Initial procedure date: (B)(6) 2004. Repair of right inguinal hernia. R groin indirect hernia. Age 28 years old at the time of the index procedure. Attempts are being made to obtain the following information from the patient's healthcare provider. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's weight, bmi at the time of index procedure. On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? Please describe any medical/surgical intervention required for this event including dates and results. Did the operating surgeon observe any mesh deficiency or anomaly before, during, after the suture placement or during any re-operation? Please describe the patient manifestations of the reported reaction (location, severity, appearance, systemic or local reaction). Please provide the onset date/time of the reaction from the initial procedure. Did the patient have a known allergic history to any medical devices, food and/or medication? Was allergy testing performed? If so, please describe with results. Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Surgeon¿s name?

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information: h6 health effect - clinical codes. Additional information was requested, and the following was obtained: the patient reported the result of a dermatology diagnosis: "your rash fits best with erythema annulare centrifugum/reactive erythema." He states that this finding is equivalent to a type IV hypersensitivy reaction.

Manufacturer narrative:
Product complaint #: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: a4, b7, h6. Additional information received: (B)(6) medical center was my gp at that time till 08, went to them a few months after surgery about joint pain and was told I was working too hard(plasterer) so had that pain since surgery but did not complain till it got far worse after 2012. It is written on their record as well as cysts on head, jaw pain as well as testosterone level of 15.7 (normal is 0.2 -3.0.) I think it was due to inflamation. (B)(6) health center was gp 08 to 2012, on their record had pain on hernia side (B)(6) 2008. Rash on face. Rash started on body (B)(6) 2010 marked as scabies changed to ecezma (B)(6) 2010. Was only small patchs, did not cover back til later 2014? Had severe back pain(list) in 2012 carried on till at least 2014? When I was given budenoflak and salazoprin for uc, back pain stopped no more list since. (B)(6) medical center is my gp from 2012 to present. As well as all other symptoms they recorded there is cysts in different parts of body. ( have seen cysts as a result of prolene mesh in medical journals) im sick and tired of reading effects of the effects prolene mesh has on some people. I have to stop. For q1 answer is weight 63kgs , bmi 20.5, height 5.9. Been same since I was 18 , same now. Q2 . Should be on (B)(6) record. Q3.tissue condition. A should be normal q4 (B)(6) record q5 he better not have observed mesh deficiency. Q6 manifestations of reported reaction is on the 5 medical reports I gave permission for. Q7 onset time . Joint pain within 6 months. Q8allergy history. No allergys q9 no allergy testing. Q10 patient history. Duplex kidney surgery 1981. Was super fit , healthy, and kinda look healthy now ( but am not) q11 I think its mesh implant illness or some reaction to the mesh. Have spoken to world leading mesh removal surgeon , they thinks same, recomends removal . Surgeon in (B)(6) states removal dangerous , could make me even worse. So I am caught in a bad place, frying pan and fire. I did not write all symptoms in this email as all are on records. Med dont work for joint pain and fatigue. I had a skin prick allergy test done a few years ago for the itching and nausea. Itching was on face and scalp. I was off milk, eggs and dairy before this test as I thought it might be those, made no difference. Im allergic to dust mites they said. I dont have allergy report.